Manufacturer narrative:
(B)(4): the device was evaluated by the contracted service agency in (B)(4). The device passed all the performance inspection procedure (pip) tests but it was discovered during testing that an initial delay of approx 15 seconds occurred when initially powered up. If after the initial power up, the unit was turned off and then turned on again within a couple of mins, it operated normally. The main pcb assembly was replaced and proper operation was subsequently confirmed and the device was returned to the customer. Physio-control further evaluated the removed assembly. When tested in a mock-up device, the main pcb intermittently failed to boot up; however, the cause of this issue was not determined.

Event description:
It was initially reported that the device was slow to power on. The reported issue was found during routine device testing and there was no pt use associated with this failure.